Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced as a result of the previous reported clinical observations. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker exhibited the minute ventilation signal on the right ventricular (rv) channel. The signal was oversensed and resulted in pacing inhibition of greater than 3 seconds, however, the patient is not dependent. After further review, it was then noted that the rv lead had spikes in impedances as well. The values went from 595 ohms to 1310 ohms, then they spiked to out of range values of greater than 2000 ohms. At this time, the patient is going to be monitored remotely. The system remains in service. No adverse patient effects were reported.